Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted at implant. Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation. There was a moderate leak immediately after placement. The intraoperative tee showed moderately severe accentric aortic regurgitation.

Manufacturer narrative:
Device not returned for evaluation. Additional manufacturer narrative: a copy of the operative report was requested, but not provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.